Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the logfile shows repeated alarms ¿high peep¿ and ¿exhalation obstructed¿. Because ¿high peep¿ occurs together with ¿exhalation obstructed¿, the most likely explanation is that the ventilator cannot release pressure normally during expiration. The most probable causes are: an expiratory limb that becomes partially kinked/occluded in certain positions; an expiratory valve set with intermittent sticking (sticky membrane) that occasionally does not open smoothly; a partially blocked bleed/exhaust port; or intermittent obstruction/contamination affecting the flow measurement. The problem could not be reproduced (re-constructed). As a precaution, the expiratory valve cover was replaced. This action reduces risk from cover-related exhaust restriction but does not fully exclude other expiratory-path.

Event description:
Hamilton medical ag received the following event description: the device alarmed with "exhalation obstructed" alarm and "high-peep" during patient ventilation. No health consequences or impact an additional device was required.